Event description:
Additional information was received from the patient. They reported that cause of the stimulation too high was due to patient turned it up too high that time. They stated this happened whenever they leave the country. They have to have it reset. They were in europe last. They usually call their rep and they have to reset it over the phone.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that they have had too much stimulation for the past 3 weeks. Patient stated they are getting lightning bolts or shocked in their groin area or in between their legs. They notified mdt rep matt (last name asked unknown) couple weeks ago, who redirected to ps. Agent walked patient through adjusting their stimulation. Patient was able to decrease to a comfortable level. The troubleshooting steps that were taken on the call resolved the issue.